Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. With review of the available information patient and clinical factors including sub-therapeutic inr may have contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator reported that the patient presented to the emergency room (ER) on (B)(6) 2015 with high watt alarms. The vad was interrogated in ER. Per the vad coordinator: "upon interrogation, device waveforms where hyperdynamic with elevated flow calculations, along with an increase in power from previous baseline parameters. After review of the patient's recent labs drawn from an outside facility it was noted the patients hematocrit (hct) was quite a bit higher than the controller parameters had been set. The patient's controller was programmed with a hct of 37 at presentation, but his hct was actually 48. Corrective actions were taken to allow normal flow calculations along with the alarm settings readjusted." The patient was discharged home with decrease of power, no labs drawn. Log files were downloaded (B)(6) 2015 and sent for review by the manufacturer's representative. A rise in power consumption has been logged starting (B)(6) 2015 to current parameters outside of normal power consumption. The patient was readmitted for further assessment on (B)(6) 2015 with inr 1.7 (last clinic inr was 2.5) and ldh 4550 with urine concentrated and creatinine increasing. Heparin was started immediately. The patient underwent pump exchange on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Thrombus as a known potential event that may be associated with use of the product. With review of the available information there is no evidence; however, to suggest that a device malfunction caused or contributed to the reported event. Patient and clinical factors that may have contributed to the event include sub-therapeutic inr. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation within the pump. Though the root cause of the reported event cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.